Event description:
Pt underwent a standard lithotripsy procedure normally to a successful conclusion with stone fragmentation. Several days later, pt was followed up by physician when the pt complained of and presented with a perirenal hematoma. Blood work was performed and pt was released. Pt reports feeling tired. Pt will be followed and monitored for hypertension. According to physician, lithotripter performed as normal.